Event description:
It was reported that the biomed reported that the arctic sun device was not cooling. Performed the ctu calibration and was passed. During the functionality testing, set up the water temperature (wt) to 4 degrees, the biomed hear a noise coming from the chiller pump and it was intermittent. Biomed also confirmed alarm 113 (reduced water temperature control) in the event log, verify by the biomed. Biomed would continue to perform the testing before deciding if the device would come to depot for service and repair. Biomed also consider purchasing the chiller pump and will replace it themselves. Per review of wo on (B)(6) 2024, the event occurred during patient use. However, there was no patient injury. Patient details were unobtainable due to the privacy laws in canada. Per follow up information received via task on 11feb2025, spoke with biomed who confirmed replacement of the chiller pump onsite. They also noted a slight leak from the drain port, so they replaced the springs, and this resolved the leaking and was unsure where the device was sent from and could not provide therapy details. Per follow up information received via task on 12feb2025, no patient involved at the time of the malfunction.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is covered under CAPA #2666889 and sa (B)(4).. Per CAPA #2666889 and sa (B)(4).: "the root cause is an incorrect tool used to manufacture the drain valve body component that is purchased by sub-tier supplier cpc and subsequently purchased by ryan herco for sale to bd. Cpc supplier completed actions to correct the drain valve body component 1186100c tool." Replaced the springs, and this resolved the leaking. A DHR review is not required as the complaint is addressed by existing CAPA. Labeling review is not required because labeling could not have prevented this issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.